Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted. Customer reverted to alternative therapy.

Manufacturer narrative:
The device has been received for eval. However, device eval is not yet complete. A supplemental report will be submitted upon completion of eval.